Event description:
It was reported that, a 2.6mm drill was used in a 2.5mm drill guide and cold welled in place. We were unable to remove it.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Associated device: 45-35010 twist drill, diam.2.6x122mm, wl 70mm, ao-shaft lot# unk.